Event description:
During aortic valve replacement with homograft procedure, internal defibrillator paddles worked two times but when voltage was increased by 50 they worked one time and then didn't work at all. Paddles changed two times. Then machine changed and new paddles didn't work. Changed to original paddles (on new machine) and they worked. The heart was massaged by hand while paddles and defibrillator were changed.